Event description:
Hosp reports that allegedly during hysteroscopy procedure unit did not measure outflow but registered everything as deficit. Nurse monitored inflow/outflow visually. It matched up until end of case when she measured outflow containers against inflow bags and found an 1800cc deficit. After procedure, pt condition monitored. Pt did not experience fluid overload. Procedure completed; pt condition good.